Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential root cause for this failure mode could be user allergic with latex/coating peel off. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize." The device was not returned.

Event description:
It was reported that the foley catheter leaked during use. The patient reportedly developed a cauti due to the catheter leaking. The cauti was reportedly treated with antibiotics.